Event description:
On (B)(6) 2014, an interventional radiologist placed a bard eclipse retrievable inferior vena cava filter for a planned upcoming hysterectomy. The filter appeared to interact as it was reviewed under fluoro at the conclusion of the case. On (B)(6) 2014, the patient was admitted with an admitting dx. Of acute pericardial effusion and underwent a cardiac cath by a cardiologist on (B)(6) 2014. He indicated on his findings that "a fine linear foreign body is visualized within the cardiac shadow, most likely in the pericardium. This is most consistent with a guidewire fragment." Upon review of the images, the radiologist believes it is a support leg of the eclipse ivc filter fractured and now lodged in the right ventricle with a pericardial effusion. The filter used was an eclipse vena cava filter, femoral delivery, lot# grxg3683, ref. # (B)(4), barcode # (B)(4).